Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) wanted to stop the pump temporarily. It was noted the hcp wanted to stop delivery because the patient had significant change in mental status and they were ¿still not convinced that it is not the intrathecal delivery.¿ it was reported that the symptoms started in (B)(6) per the patient¿s wife but the physician thought it had been going on for much longer. The patient was being monitored in the hospital and was being supplied with oral medication. The pump system was delivering morphine.